Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test, off no power and error test. No unexpected low battery alarm and low reservoir alarm function properly during test. Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Insulin pump was unable to test basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. Drive support disk was inspected and no anomaly was noted. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported high blood glucose. The blood glucose level at the time of the event was 300 mg/dl. During troubleshooting, the insulin pump passed a drive support cap test and a manual prime test. The patient was advised to avoid expired insulin. The current blood glucose reading is 179 mg/dl. No further information was provided.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed self test. The self test was performed and failed due to being interrupted by another alarm. The customer did not recall the blood glucose reading.